Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, initial analysis revealed this device had reached elective replacement indicators (eri) while implanted. There was concern that this device reached end of life earlier than expected. Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the atrial seal plug. Analysis testing could not confirm the reported noise or oversensing issue however a hole in the a- seal plug may have contributed to the noise issue. In addition, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) displayed an ventricular tachycardia episode that showed magnet placement to divert episodes. The patient received two shocks when the magnet was not placed over the device appropriately. The electrograms were not available for view; the episode lasted one hour. An internal technical service consultant was contacted and reviewed the data. Programming options were discussed. In addition, it was noted atrial noise causing oversensing increased threshold measurements. It was thought there was a lead insulation issue. Additional information was received; the patient with this device was admitted to the hospital. The device is displaying end of life (eol) status. While waiting for device replacement; several ventricular storm resulting in several shocks. The device was reprogrammed. A decision was made to replace the device. A replacement procedure was performed, this device was removed, replaced and returned for analysis.